Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported complaint. Inspection of the equipment noted that the cable connecting to the display unit was loosely connected. The cable was secured. Patient information could not be obtained due to country privacy laws. Unique identifier - (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The distributor performed a checkout of the equipment and confirmed the reported complaint. Inspection of the equipment noted that the cable connecting to the display unit was loosely connected. The cable was secured.

Event description:
The hospital reported the unit indicated a system malfunction. The anesthesia machine was replaced. There was no reported patient injury.